Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021. Device eval by manufacturer: the guidewire was returned with a portion of the wire stuck inside a non-boston scientific catheter. Visual and microscopic inspection revealed that the guidewire was unraveled, the coiled wire was stretched along the distal end, and the core wire was broken. An unknown non-boston scientific catheter device was returned with the coil distal tip trapped inside. The guidewire was unloaded without issues. No other visual damages were observed. Dimensional inspection was performed, and the outer diameters of the proximal, middle, and distal sections of the guidewire were found to be within specifications.

Event description:
Reportable based on device analysis completed on 15feb2021. It was reported that a 0.035in x 75cm amplatz super stiff guidewire became stuck inside a non-boston scientific sheath. While attempting to remove the wire, it became stretched. However, device analysis revealed that the wire was fractured.